Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the analog board was replaced and the device was returned to service. The device will not be returning to zoll at this time.